Manufacturer narrative:
The patient sample was tested on a centaur analyzer and the ft3 result was 2.7 pg/ml. The sample was submitted for investigation and was tested on a cobas 8000 e 801 module with a result of 4.84 pg/ml, on a cobas 8000 e602 module with a result of 4.81 pg/ml, and on a cobas e411 analyzer with a result of 3.42 pg/ml. As no additional sample material could not be provided, further investigation was not possible. From the information provided, a general reagent could be excluded.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient from cobas e 801 module serial number (B)(4). The results were 5.3, 4.2, and 4.3 pg/ml. The questionable results were reported outside of the laboratory.